Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/12/2025, a report was submitted via email by a patient stating that on b)(6) 2025, clavicle surgery was performed. During the procedure, an ar-2652cr clavicle fracture plate was implanted. Eleven weeks post-operative, the plate failed near a slotted screw hole. No fall or accident was reported prior to the failure. Revision surgery was performed to remove the plate. No further information was provided. Additional information has been received on 9/17/2025: the patient underwent revision surgery on (B)(6) 2025, during which seven screws and the plate were explanted. Although new products were used, the patient is unsure whether the implants were manufactured by arthrex. Prior to the revision, the patient reported no pain or symptoms and had full use of the shoulder. The surgeon had cleared the patient for physical therapy and light exercise before the plate failure occurred. Both the initial and revision procedures were performed by the same surgeon at the same facility.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Seven screws of unknown part number and batch number were received for investigation. Visual inspection revealed that the screw hex heads were stripped and the threads were damaged, likely resulting from the implantation and explantation processes. Most likely cause: the damage to the screws is most likely attributable to wear and tear sustained during the procedure. Functional testing confirmed that the screws could be inserted into the plate holes without resistance. Conclusion: no functional issue was found with the screws. Complaint allegation: the plate fracture has been confirmed; however, no functional problems were identified with the screws. Refer to the investigation photos.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence, in the form of an x-ray provided from the field, shows screws of unknown part numbers and batch numbers that were implanted and subsequently explanted during a revision surgery. Although the exact identification of the screws could not be verified due to lack of labeling, the imaging supports the occurrence of the reported event. Therefore, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event resulting from the breakage of the ar-2652cr clavicle fracture plate.